Manufacturer narrative:
Updated information can be found in the following fields: g4, g7, h2, h10. Corrected information can be found in the following fields: d4 and h3. Field d4 - lot number should have been populated with "n/a". Field d3 - UDI should have been populated with "n/a". Field h3 - device return to MFR for eval should have been populated with "no" on the initial MDR.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the information provided there is no clear reported incident. If additional information is received, a follow-up MDR will be submitted. Isi has made additional attempts to contact the site and gather additional information. However, no information has been obtained from the site at this time. As a result, isi was unable to conduct a review of the system/ technical logs, photo, or video. A site review of previous complaints indicated that no complaints were filed indicative of this query. Although there was no allegation that a malfunction of a da vinci system, instrument, or accessory occurred, based on the information available, the complaint is being reported due to the following conclusion: isi was not able to obtain further details regarding whether there were any intraoperative complications as mentioned in the query, or the allegation that the patient experienced an "unfavorable outcome." As of the date of this report, it is unknown if there was any intraoperative complication and/or "unfavorable outcome," as well as the cause or whether they were related to any isi device. Follow-up was attempted, but the patient information was either unknown or unavailable. The expiration date is not applicable. Not applicable because the product is not implantable.

Event description:
The site¿s operating room director reported to an intuitive surgical, inc. (Isi) clinical sales representative (csr) that a male patient who had undergone a prostate procedure wanted information regarding how data relating to the da vinci system is captured during a procedure to identify if there was any malfunction. "For example: not retracting properly, electrical output for cauterizing, something lacerated an artery." It was also reported that the patient had an "unfavorable outcome." However, no information was provided regarding the date of the procedure, the surgeon who performed the procedure, the system on which the procedure was performed, and the nature of the alleged adverse event. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.